Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the black box shows multiple consecutive por events post ¿cs088¿ alarm on 03/26/2015, returned battery cap and cartridge cap were used during investigation. Moisture corrosion is observed on the display screen inside the pump. The bolus button cover is torn, leak test failed due a bolus button leak. The pump powers up with audible and vibration, but the display screen is completely distorted. Investigators were unable to verify steps and to adequately investigate ¿power¿ complaint. The pump¿s cover was removed, further moisture corrosion was found to the cgm module, the display screen, and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.